Event description:
The user received an erroneous calcium result for one patient sample. The original result was 2.7 mg/dl with a data flag, the repeat result from another p module was 8.5 mg/dl. The original result was not reported. The calcium reagent lot numbers were 61562701 and 61293801. The field service representative determined a vacuum nozzle on the rinse mechanism was not aspirating due to a pinched tube which he corrected. He verified the analyzer operation by running calibration and qc which passed.